Event description:
The following information was provided: this pi is for the left hip. Patient is scheduled for a revision in (B)(6) 2023 due to alleged elevated cobalt/chromium levels and small amounts of metal fragments.

Manufacturer narrative:
Reported event: an event regarding wear, metalosis, and abnormal ion level involving an unknown stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of medical records with a clinical consultant indicated "assessment: the left hip was later revised due to the citation-metal head combination that was asserted to have been recalled. The trunnion was stated to be failing. No patient history, radiographs, or metal levels were provided for review. Intraoperatively, the trunnion head combo was found intact and there was no metallosis noted. The head was removed and mild corrosion noted. A sleeve was placed on the trunnion converting it to a c-taper from a v-40 taper. A new ceramic head placed as well as a new liner. No patient outcomes, pre or postoperative complaints, radiographs or metal levels were provided for review. Event confirmation: for the left hip, a revision procedure can be confirmed. Increased metal levels and presence of metallosis cannot be confirmed. A failing trunnion cannot be confirmed. Root cause: the root cause of the left hip revision was an asserted recall of the components, a failing trunnion, as well as increased metal levels and metallosis, but these assertions cannot be confirmed." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to elevated metal ion levels. A review of medical records with a clinical consultant indicated "" assessment: the left hip was later revised due to the citation-metal head combination that was asserted to have been recalled. The trunnion was stated to be failing. No patient history, radiographs, or metal levels were provided for review. Intraoperatively, the trunnion head combo was found intact and there was no metallosis noted. The head was removed and mild corrosion noted. A sleeve was placed on the trunnion converting it to a c-taper from a v-40 taper. A new ceramic head placed as well as a new liner. No patient outcomes, pre or postoperative complaints, radiographs or metal levels were provided for review. Event confirmation: for the left hip, a revision procedure can be confirmed. Increased metal levels and presence of metallosis cannot be confirmed. A failing trunnion cannot be confirmed. Root cause: the root cause of the left hip revision was an asserted recall of the components, a failing trunnion, as well as increased metal levels and metallosis, but these assertions cannot be confirmed." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.